Event description:
Post deployment of a 26mm sapien valve via transcaval/femoral approach, central leak causing moderate + aortic insufficiency was noted, requiring deployment of a second valve initially the valve was positioned and deployed 60:40 within the native aortic annulus. Two of the sapien leaflets appeared to be moving slowly and not fully capitating. The patient was stable and an attempt was made to probe the sapien valve leaflets to try to improve coaptation. However, on tee, only one leaflet was fully moving. A second valve was deployed one stent frame more ventricular than the first valve in order to stay clear of the borderline lca height (10.4mm). Post deployment of the second valve there was no central leak and trace paravalvular leak. The patient was doing well one day post op. The native aortic annular diameter was 28 x 22mm with an area of 616mm via CT. The coaxial alignment of the valve and delivery system, and the image intensifier angle were good. The degree of calcium was unreported. Per report, it was thought that the mechanical mitral valve may have disrupted the leaflets somehow during deployment.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations and impressions were made by an edwards medical doctor. Observations: cine: ¿ moderate-severe aortic valve calcification, no aortic root calcification, no porcelain aorta, no mac ¿ fair coaxial alignment of the valve ¿ good image intensifier angle (iia) ¿ valve deployed in good position, approx 60/40 aortic/ventricular ¿ post deployment angiogram demonstrates moderate eccentric ar ¿ a second valve was deployed slightly more ventricular ¿ post deployment of the 2nd valve aortogram demonstrates mild-moderate ar tee tee ¿ post deployment of the first valve, it is difficult to confirm on the images provided if the leak is central or paravalvular. Impressions: after the first implant, the valve was in good position. The ai appears to be a combination of central and paravalvular. There is no evidence that the insufficiency is due to contact with the mitral prosthesis. After deployment of the second valve there still appears to be mild-mod ar. Considering the measurements provided of the native annulus [28 x 22 via CT (area 616mm)], the valve appears to have been undersized (26mm sapien).

Manufacturer narrative:
Per the instructions for use, central valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The thv training manual also instructs the operator on sizing of the prosthetic valve. A 26 mm valve is intended to be implanted in a native annulus size range 21-15mm. It may not always be possible to implant a 26mm valve in annulus diameters. In this case, the cause of the non-functioning leaflets is unknown; however, it was reported that the presence of the mechanical mitral valve may have disrupted the leaflets during deployment. The annular diameter measurement by tee was not reported; however, the valve dimensions by CT were measured and documented as 28 x 22mm, with an area of 616mm via CT. It is possible that the valve was undersized according to the thv training manual instructions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.